Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia and device migration. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with two 450cc mentor memorygel breast implants and experienced bilateral anisomastia and device migration post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the right side device.

Manufacturer narrative:
On may 20, 2022, mentor received additional information regarding the patient's diagnosis and device return status. It was reported that the patient also acquired breast deformity. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: acquired deformity nos and device migration. Manufacturer¿s reference number: (B)(4).